Event description:
The reporter stated that the surgeon inserted a single piece collamer lens model cc4204bf with no damage to it or the patient; however, due to patient having a pre-existing weak capsule, the capsule sustained a tear. There was no loss of vitreous and no vitrectomy performed. The surgeon enlarged the incision to remove the lens, and a second iol was implanted successfully. The surgeon stated that it was not due to the lens, it was due to the patient's weak capsule.

Manufacturer narrative:
Results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.